Event description:
It was reported that a spectrum pump failed to detect downstream occlusion with a test result at 23.11 psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Downstream occlusion testing was performed and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and no component was identified for causality. The downstream sensor assembly will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.